Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acdf implanted on (B)(6) 2013, c5/6, c6/7 using uniplate and depuy cervical cages. At revision surgery on (B)(6) 2015, on x-ray, the uniplate screw at c5 level had backed out of bone and plate. At revision surgery, surgeon performed acdf at c4/5, and removed the uniplate and screws from c5/6, c6/7 at this time. The cages were left insitu, the surgeon stated the previous acdf had achieved bony fusion. Photos available.